Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected. Field service evaluation- solution description: 02/03/2026, 13:18:5, (B)(4). On-site service: artifact in image. Remote access: yes - tv. Sidexis version: server location: pdata remote location: rcu location (if applicable): practice management: workstation(s): scout check: firmware: plug-in version: exposure count: unit ip address: troubleshooting details: 3rd party software is being used. The image has a mark on all images. The office took at least 4 images of the patient. ( bit wing ). The image has an artifact showing on the right side of the image. Sensor sn: (B)(6). Functional test successful / follow up: 100008652 schick33 s2 sensor/3.0 cable RMA kit, 9ft. There was no known injuries just an issue with a artifact on an image.

Event description:
While the customer was using a part of an intraoral sensor system, schick33 s2 sensor ship kit/3.0 cable 9', they allege experiencing image quality issues when an x-ray image was taken and an additional image was required. No injury was reported from the alleged event.